Manufacturer narrative:
No device evaluation was performed as the issue was resolved by a system reboot. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported the monitor had frozen mouse and keyboard were unresponsive. The system was rebooted, and the issue was resolved. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.